Event description:
During in-house evaluation of eight returned plunder holder/track ii, it was discovered that two of the tracks had retainer ii's that did not fully retract to sense the plunger of a syringe. This resulted in the units not alerting load syringe plunger.